Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used via femoral access for treatment of a lesion in the mid left anterior descending artery (lad), which was 90% stenosed. The vessel diameter was approximately 2-2.5mm, and the lesion was severely calcified. Three treatments were performed, and a contained hematoma occurred. Angioplasty was performed, and a covered stent was placed to resolve the hematoma. A perforation not attributed to atherectomy occurred. The patient remained at the hospital. The physician attributed the perforation to an angioplasty balloon.